Manufacturer narrative:
(B)(4). Batch # r5c42e. User facility medwatch. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported by the customer that during a colectomy procedure, the staple line fell apart. The surgeon hand sewed to complete the procedure with no patient consequences reported. There is no additional information.